Manufacturer narrative:
(B)(4). Customer information not provided. Uncertain of the country in which the event occurred.

Event description:
The customer alleges that the light did not turn on the blade while it was placed on the handle. The issue delayed patient care.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation. Based on the evaluation of the photo received from the customer, the complaint was confirmed. A CAPA has been opened to further investigate this issue.

Event description:
The customer alleges that the light did not turn on the blade while it was placed on the handle. The issue delayed patient care.